Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient and manufacturing representative (rep) reported approximately 6 weeks ago the patient was getting a chiropractic adjustment and she feels like her battery has moved. She has stated that ever since then she has been unable to recharge her battery. She only charges her battery 3-4 times per year. She stated that she does not need the stimulation any more. She feels the discomfort from the battery is worse than any normal pain she has and would like the battery removed. She did not have her recharger with her today so we were unable to try to recharge. I was unable to interrogate the device because of the depleted battery. It was noted that surgical intervention was planned but not scheduled at this time.